Event description:
Outpatient on hemodialysis accidentally pulled out dialysis catheter (tesio). The cuff of the catheter was retained subcutaneously, and had to be removed surgically. This was a minor procedure and had no complications or adverse sequelae. Report of occurrence received in reporter's office on 10/30/99. Md had reported this to the MFR on the date of occurrence, and returned the device to the MFR at that time.